Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing, resulting in inappropriate anti-tachycardia pacing (atp) delivery. It was noted that no shocks were delivered and that the patient appeared to be in chronic atrial flutter. Additionally, multiple intervals of two seconds or longer without pacing were observed. Technical services (ts) provided troubleshooting recommendations. This crt-d and rv lead remain in service. No adverse patient effects were reported.